Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, pins 1 and 2 of the j702 connector were cracked. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the cracked connection. The root cause of the cracked connections cannot be positively identified. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.